Event description:
The arrow pediatric multi lumen central venous catheterization kit had a guide wire that kinks at almost 90 degree angles. The device was noted to be an out of box failure. Manufacturer response for pediatric multi lumen central venous catheterization kit, arrow pediatric multi-lumen central venous catheterization kit with blue flextip arrowgard blue catheter (per site reporter). They were responsive. They are sending a return kit for me to provide them with the device to conduct their own investigation.